Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately in mid-(B)(6) 2018 the recipient noticed the receiver stimulator was starting to extrude post auricularly and continued to migrate out through a post auricular fistula. The external processor could not be worn due to extrusion. The recipient was explanted. No new device was placed. Per device explantation report, the recipient had chronic pain in the region of the stimulator and a slow increase in size of a pseudo-capsule. There was a considerable fibrotic capsule and edematous tissue in contact with the stimulator.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages likely due to handling were noted on the active electrode, which go in line with the damage of the active electrode array following re-insertion attempt as mentioned in the explant report. As per received information, the device was explanted for medical reasons, namely the housing extruded through the skin due to fibrotic capsule formation and edematous tissue with post auricular fistula. No available information points to the device having contributed to the observed symptoms. In addition chronic pain was reported at the implant site, which was likely related to the presence of the fistula. This is a final report.

Event description:
Approximately in (B)(6) 2018 the recipient noticed the receiver stimulator was starting to extrude post auricularly and continued to migrate out through a post auricular fistula. As a result of the extrusion, the external processor could not be worn. There is no allegation that the external processor contributed to the problem. The recipient was explanted on (B)(6) 2018. No new device was placed. Per device explantation report, the electrode array tip was damaged due to re-insertion attempt. The leading edge of the device was exposed behind the auricle. The device was found completely fixed. Also per report, the recipient had chronic pain in the region of the stimulator and a slow increase in size of a pseudo capsule. There was a considerable fibrotic capsule and edematous tissue in contact with the stimulator.